Event description:
After fracturing my left ankle in an accident in my home - I acquired a wheel chair from (B) (6) in (B) (6) - with a prescription from dr (B) (6). Never using a wheel chair before. Also with no instructions I was unaware this instrument was capable of flipping over throwing me backwards with chair on top of me - luckily I missed a table by 6 inches only my neck and shoulders were sore - no medical attention at that time. I immediately called the pharmacy ((B) (6)). They stated this was what all wheel chairs were capable of doing - and I am (B) (6) year old who has never used one should have known I have since contacted agencies that contract with (B) (6) - say the same. All I ask is someone check this complication - before a death.